Event description:
It was reported that the guide wire was being used inthe lad, distally, and it became wedged in a septal branch and could not be removed. The physician tried putting down a buddy guide wire with a voyager catheter to loosen it; however, this did not work. The same voyager catheter was then pushed over the wedged guide wire and both of the devices were pulled out together. The guide wire was stretched out, but it did not separate. There was no damage noted to the septal branch. No additional info was available.